Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received clarifies that the seal was not breached in any way.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary when assistant opened the main box and found powder packet inside the sterile pack was opened. The product was not returned to depuy synthes, however photos were provided for review. See attachment "f6293eca-808c-4e7d-8127-42943e222a25.jpeg" the photo investigation found the inner cement bag was open. This product issue has been addressed through depuy synthes quality system. The overall complaint was confirmed as the observed condition of the [smartset hv bone cement 40g] would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot an nc was raised to address the current complaint condition.

Event description:
It was reported that when assistant opened the main box and found powder packet inside. The sterile pack was opened.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.